Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the IV-set p 180 cm pvc l-l tubing's clamp could not be locked before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "a doctor, who had obtained 10 infusion sets from us , claimed about half of the packages that the locking "wheel" could not be locked."

Event description:
It was reported that the IV-set p 180 cm pvc l-l tubing's clamp could not be locked before use. The following information was provided by the initial reporter, translated from german to english: "a doctor, who had obtained 10 infusion sets from us , claimed about half of the packages that the locking "wheel" could not be locked.".

Manufacturer narrative:
H.6 investigation summary: a device history record review was performed for provided lot number 7145883. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all quality inspections were within specification. To further investigate this issue, two unopened samples and one sample without packaging were provided for evaluation by our quality engineer team. Within each of the samples, the clamp was found to be defective, as it could not be locked. Based on the investigation results, a manufacturing related cause for this incident could not be identified. As this product is no longer manufactured at this facility, further action has not been determined necessary at this time. Our quality team will continue to monitor the current production processes for potential defects and emerging trends.